Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A visual inspection of the product involved in the complaint was performed on two pictures received by the customer of product code 5-16035(et tube, sher-I-bronch, ls, 35 fr). From the pictures attached it was confirmed the defect reported by the customer "broken/cracked - y connector". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the bronchial and tracheal connectors are breaking off. 2 units were used on the same patient, and both units broke. Patient's therapy was okay from this happening, but it still delayed the procedure since they had to try 2x to use a product that didn't work. No medical intervention was needed". No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. Both the bronchial and tracheal double swivel connectors were returned along with the y connector. The et tube and two suction catheters were not returned. The returned connectors were visually examined with and without magnification. Visual examination revealed that both swivel connectors were broken on the 15mm connector side. The double swivel connector is a component purchased from a supplier. A non-conformance has been opened at the manufacturing site to further investigate swivel connectors breaking at the 15mm connector side.

Event description:
It was reported "the bronchial and tracheal connectors are breaking off. 2 units were used on the same patient, and both units broke. Patient's therapy was okay from this happening, but it still delayed the procedure since they had to try 2x to use a product that didn't work. No medical intervention was needed". No patient harm or injury reported. Patient condition reported as "fine".